Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.

Event description:
It was reported to manufacturer that the vns patient could feel her generator flip, which caused the lead to coil. The lead coiled to a point where it was causing discomfort for the patient. The patient then went to surgery to address the generator flipping and during surgery a lead fracture was visualized. No patient manipulation or trauma occurred and the surgery was done for patient's comfort. The explanted lead has been returned to manufacturer where product analysis is underway.